Event description:
During the procedure the sheath had flipped up into aorta before the physician had begun cutting with the turbohawk device (the catheter became kinked before reaching lesion due to the flipped sheath). The physician ended up having to remove all devices (wire, catehter, + sheath) and start the procedure over. In removing turbohawk catheter from the sheath, the tip became tangled with the wire and the tip broke off in the sheath. The physician was able to successfully resume the procedure with a new device once removing original sheath. The patient was successfully treated and there were no injuries.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
The turbohawk device was received for evaluation with a piece of a 7fr cook guide sheath. The turbohawk's distal tip assembly was separated at the start of the housing (laser-cut) coil. The length of the sheath segment distal to the hub was 92mm. The distal edge of the guide sheath exhibited material deformation of the metal and polymer components indicating that the sheath had been cut (sheared) with a scissor-like device. The lumen was cleared with a water-flush and a mandrel. The "missing" piece of the distal tip assembly was extracted from the guide sheath. The guidewire lumen exhibited a longitudinal tear the entire length of the tip assembly body and approximately 2mm of the rotating tapered tip. The laser-cut coil exhibited an elongation indicating the separated tip was subjected to tensile forces exceed the yield strength of the coil and the bonding structure between the metal and polymer (tecothane-pet) components.